Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4), implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported an interrogation was done, which showed no capture with the lv lead. It was further reported that during the lead revision, a new lv lead was placed in the same position as the previous lead. It was noted that when the sheath was split and removed, the lead pulled back to the same position the previous implant had achieved, which proved to be unstable. The lead was removed, and another lead was used for lead placement. During lead placement, the newly placed lead partially dislodged upon splitting the sheath. The lead was removed, and the coronary sinus port of the device was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtmb1qq ICD; 6947m55 lead; 5076-45 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the left ventricular (lv) lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.